Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v/xience nano everolimus eluting coronary stent system instructions for use instructs the physician to: deflate the balloon by pulling negative on the inflation device for 30 seconds. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the moderately tortuous, moderately calcified, left anterior descending artery, pre-dilatation was not performed and the 2.5 x 15 rx xience v stent was deployed successfully at 15 atmospheres. During balloon deflation, negative pressure was held for 10 seconds and the balloon was confirmed to be deflated. During the attempt to remove the balloon from the stent, resistance was felt with the balloon and the stent and the guide wire pulled back. The physician removed the guide wire, guide catheter, and stent delivery system as a single unit. The vessel was re-wired and post-dilatation was performed successfully as standard procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.